Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during removal of the peel away sheath from the insertion site, the sheath tabs broke away prematurely with minimal force. As a result, they continued with the procedure carefully removing the broken sheath. There was no delay in treatment. No death or complications occurred to the patient.